Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an ambulatory infusion pump under-delivered medication during a patient's home infusion, resulting in the full prescription remaining in the fluid bag with the pump screen blinking yellow. The device failed to deliver the therapy over a multiple-day period, displaying a remaining volume of 101 ml and recording an invalid code error without sounding an active alarm. There were patient involvement and no patient harm.

Manufacturer narrative:
E1 - initial reporter zip code: corrected; e1 - initial reporter postal code: must be blank. H6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.